Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the dcs. The handle appeared intact. The tip-retrieval mechanism appeared intact. The deployment knob appeared intact but did not advance or retract the capsule. The trigger appeared intact but did not advance or retract the capsule. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule partially closed. Delamination was observed over the nitinol reinforcing frame at the proximal end of the capsule. Damage was noted on the outer shaft. The spine of the dcs is broken approx. 6cm proximal to the capsule. The valve could not be removed from the dcs and could not be analysed. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was loaded without issue and confirmed visually, tactilely and via fluoroscopy. The valve was initially deployed too deep and was recaptured. Upon the second attempted deployment and after recapture, some of the valve struts were damaged the capsule did not open when the knob was turned. Fluoroscopy showed metal protruding from the delivery catheter system (dcs). The valve was incompletely resheathed and the system was removed from the patient using fluoroscopy to ensure the metal did not oppose the aortic arch and bent down while retrieving the system. The metal protrusions were visible until final removal from the sheath. A different dcs and valve were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The cause of the positioning difficulty could not be conclusively determined with the available evidence. The subject delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The handle did not retract the capsule. The spine of the dcs was observed to be broken and was protruding through the outer shaft. The "metal protruding from the delivery catheter system" reported in the event is most likely describing the broken spine wire. Historically, torquing or manipulation of the dcs against the spine wires by the user could cause the spine wire to break. The IFU instructs the user not to rotate the dcs as is being advanced. Spine wire break is consistent with the reported information that the capsule did not open when the knob was turned. When the spine wire breaks the force from the handle is not transmitted to the capsule. The user may have torqued the device during use which may have damaged the spine. However, based on the limited information available, the cause of the spine wire break cannot be conclusively confirmed. If information is provided in the future, a supplemental report will be issued.